Event description:
It was reported that the patient presented to the emergency room for an unknown reason. Upon interrogation, it was noted that the threshold of the right ventricular (rv) lead had elevated and resulted in loss of capture. The rv lead was capped on (B)(6) 2024 and was replaced. The patient was in stable condition.